Event description:
A customer reported that aspiration stopped suddenly during a cataract extraction procedure. The cassette was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one yr; this is the first complaint reported for this issue. This is the third complaint for the finish goods lot; however, the first for this issue. The orders were built and released per specification. The customer did not retain a sample for this complaint report, functional testing could not be conducted. The operator's manual provides the following in regard to loss of aspiration/suction issue: insufficient aspiration. Probable cause: loose blue luer fittings. Damaged o-ring (ultraflow I/a handpiece only). Clogged tip. Kinked or damaged tubing. Cracked blue fitting. Corrective action: reconnect securely. Inspect o-ring and replace, as necessary. Flush tip with sterile water or bss sterile irrigation solution. Retest. Replace tip. Retest. Check tubing and/or replace fms. Check fitting and/or replace fms. The root cause of the customer's complaint could not be determined as a sample was not returned. (B)(4).